Event description:
Per affiliate: the customer was wearing the pump on the belt without a case. The reservoir door came open and dislodged. Accidentally insulin was delivered into the customer's body. The customer was hospitalized and treated with glucose and dextrose drips for the next twelve hours. "It was informed" that there was not a pump problem. A replacement pump was requested.